Event description:
A malfunction alarm identified as malf 16 was reported, and fault ID 16-0x20e6 was available. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections (mdi) for insulin delivery as a backup therapy and agreed to return the malfunctioning pump to tandem using a pre-paid label within 10 days. Cts confirmed the shipping address and instructed the customer to store the pump properly before returning it, acknowledging the need for a pump replacement.